Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump failed the self test due to missing segments/partial display. Moisture damage found on the electronic assembly and motor. Insulin pump received with cracked belt clip rail case corner and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The blood glucose level was unknown. The customer also stated that the screen is defective, half of the screen was blur. The product will be returned for analysis.